Event description:
Patient was ambulating in hall with rn and rolling walker. Patient had ambulated about 200 feet with rolling walker without difficulty. Patient denied dizziness and shortness of breath when an unanticipated witness assisted fall occurred. The patient had denied dizziness, and shortness of breath, but quickly went to sit down on walker seat without locking wheels. As patient was trying to turn around and the rn was trying to lock wheels, the patient became unsteady and lost balance. Patient was falling forward and rn assisted patient to ground and to left side lying. Patient was wearing red grippy socks. The code fall was initiated, the patient was stable, a&o, sternum stable, vitals stable. Patient did not hit head, denies any pain or discomfort. Patient was hoyer lifted to wheelchair and assisted to room. Cts paged and provider in to assess patient, no acute events, patient still denies pain or discomfort.